Event description:
Inlet pump on optia machine malfunctioned during prbc (packed red blood cells) exchange treatment. Treatment ended early and patient disconnected from machine. Ended treatment immediately and disconnected patient. Draw labs 30 minutes after treatment. Clinical engineering was able to remove cassette. Vendor was rescheduled for repair. Kidney center has two other machines they can use during this time. Removed stuck cassette through manual release screw in the back of the unit. Purchase order sent to terumo bct to open case for vendor to look at device. Problem description: inlet pump failures. Work performed: performed rat found to find hallsvsencoder pump2 alarm. Performed pump auto test results pass, performed full auto test results pass. Verified all pressure sensor calibrations results are in manufacturer specifications. Able to view alarm was triggered by hall sensor, hall sensor for pump 2 will be replaced. Inspected pump raceway found that they have no obstructions. Replaced hall sensor for pump 2 per manufacturer instructions, completed full auto test and simulated run, no unwarranted alarms or errors occurred. Returned to service.